Manufacturer narrative:
Product was not returned for evaluation as it remains in-situ. Radiographs were reviewed and confirm the event. Potential adverse events and complications "as with any major surgical procedures, there are risks involved in surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: bending, fracture or loosening of implant component(s)... Pain, discomfort or abnormal sensations due to the presence of the device..." "If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." Remains in-situ.

Event description:
Received information stating patient underwent posterior lateral fusion on (B)(6) 2017. Two months post-operative, radiographs indicate the transforaminal lordotic expandable (tlx) implant migrated posteriorly. Patient is symptomatic, revision surgery has not been scheduled at this time.